Manufacturer narrative:
Additional information: b5, h6, h10 the 26 mm valve was returned crimped on the 26 mm commander delivery system, and inserted through 14 fr esheath. Full loader assembly was over the flex shaft. Returned valve was evaluated and the following was observed: frame damage was observed on outflow of the valve. The valve was partially crimped. Oval shape profile on valve inflow and outflow side. Normal valve profile. All inflow apices exposed through skirt, normal after crimping and use.   Fluoroscopy and device imagery were provided by the site and revealed the following: one (1) slightly distorted outflow strut was exposed through esheath liner. Valve was inside the esheath. Crimped valve appears deformed/asymmetric ¿ flared inflow side of the valve and compressed valve outflow. Due to the nature of the complaint, there are no applicable dimensional measurements to be taken. Complaint is confirmed from visual inspection. Due to the nature of the complaint, there are no applicable functional testing to be performed. Complaint is confirmed from visual inspection. A device history review (DHR) was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review for work order 63202709 was performed and revealed no other similar complaint related to the reported event. Although the reported event was confirmed, a complaint history review is not required as the issue has been previously identified in product risk assessment (pra), which captures root cause analysis for the issue. The instructions for use (IFU) for the commander delivery system with s3u thv, ce, device preparation training manual, and procedural training manual were reviewed for instructions or guidance for proper preparation and use of the devices. The following is relevant to this event: thv delivery: insert the loader assembly into the sheath until the loader stops. Advance the delivery system until the thv exits the sheath. Caution: the thv should not be advanced through the sheath if the sheath tip is not past the aortic bifurcation to minimize the risk of damage to the iliac vessel(s). Delivery system insertion through sheath: insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. Vascular complications: successful management of vascular complications depends on being prepared. First priority should be controlling bleeding through endovascular techniques. Aortic occlusion balloon, iliac occlusion balloon. Reinsert dilator. Do not reinsert sheath if removed. Repair can be performed surgically or with endovascular techniques. Surgical instruments should be available. Consider vascular surgery. Physicians experienced with endovascular techniques for treatment of iliac and aortic disease should be available. Based on the review of the IFU and training manual, no deficiencies were identified. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed  to the reported complaints. The reported event was confirmed from the evaluation of the imagery and returned device. A review of DHR, lot history and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿difficulties were encountered while advancing the commander delivery system with crimped valve through the esheath when the ds was approx half way¿ the system was advanced further and then the esheath kinked¿ ¿. Per pictures received, there is a bent strut on the valve frame. Per procedure training manual,¿ push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification.¿ as stated in case notes, the patient¿s vessel was mildly tortuous and calcified. The presence of tortuosity in access vessel can create a challenging pathway as it creates sub-optimal non-coaxial angles for delivery system advancement through the sheath requiring a high push force. Calcification can also create a challenging pathway. As captured in product risk assessment (pra) and correction action preventative action (CAPA), it has been identified that high push force of commander delivery system with s3 ultra valve through esheath cause secondary failures such as valve frame damage. As such, advancement of delivery system and valve may require high push force or excessive device manipulation, which led to the observed frame damage on the outflow side during withdrawal of the device. As reported, while advancing the delivery system, the esheath shaft was kinked. The compression observed on the outflow side of the valve could have occurred during advancement of the delivery system over this kinked area of the shaft. These procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. Although a definitive root cause is unable to be determined at this time, available information suggests that patient factors (tortuosity/calcification) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A corrective action preventative action (CAPA) has been initiated to capture further investigation and corrective/ preventative action activities related to the high resistance during delivery system insertion, and valve frame damaged for s3u commander delivery system configuration. The CAPA is currently in the implementation phase. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required. However, per management discretion, pra has been previously initiated to assess risks associated with high push force of the commander delivery system with s3u through the esheath. This complaint (2020-09048-2) is within the scope and is one of the complaints identified in this pra.

Event description:
Additional information: the patient died during the procedure due to the vascular dissection and major bleeding.

Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2020-14261.

Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case.  Investigation is under way.

Event description:
As reported, 26mm sapien 3 ultra case by tf approach. Access on the rfa with x2 proglide. The esheath was easily inserted. Difficulties were encountered while advancing the commander delivery system with crimped valve through the esheath when the ds was approximately halfway into the esheath. The vessels were screened, and no problem was seen. The system was advanced further and then the esheath kinked, and an rfa rupture was seen. The aorta was tamponade with a large balloon. Difficulties were encountered when retrieving the devices. All the devices were pulled out together by the physician with significant force. The vessel was stented, and 12 units of blood were given due to poor blood gas readings. The patient expired. Per pictures received, there is a bent strut on the valve frame and the sheath shaft liner is torn. It is suspected that the liner tore during delivery system insertion and when difficulty to advance was encountered.